Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker presented to the emergency room (ER) with a heart rate of 30 beats per minute (bpm) due to right ventricular (rv) loss of capture. The patient tolerated the rhythm well, but was admitted. The device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.